Event description:
It was reported the patient had previous implantable neurostimulator (ins) and lead issues and something was wrong. The patient had pain and issues with their implant due to the abdominal location. The ins had gone dead too quickly and it prematurely depleted. The patient was told they had high settings. A revision was done in 2009. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0555533v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. (B)(4).